Event description:
On (B)(6) 2010, pt reported she changed the insulin cartridge and when she inserted the cartridge and removed the protective cover off of the cartridge, insulin "squirted everywhere". Pt stated insulin spilled into the cartridge compartment. Pt reported the entire cartridge of insulin spilled into the cartridge compartment. Pt stated she dried the insulin out with paper towel. Pt reported after the insulin spilled in the cartridge compartment, she removed the cartridge by pulling it out rather than screwing it out, which caused the plunger to separate from the cartridge itself. Pt stated the plunger is not stuck on the piston rod. Reviewed with pt how to properly remove the insulin cartridge from the infusion device. Pt reported she cleaned the cartridge compartment and tried to put a new insulin cartridge into the infusion device and received an e10 (cartridge error) alert. Assisted pt with the change the cartridge function. Pt stated there was some space or air at the top of the new insulin cartridge. Had pt prime the infusion device and the infusion set while releasing the air from the cartridge. Pt was able to attach the infusion tubing to her infusion site and placed the infusion device back in run mode; e10 error did not persist. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.